Manufacturer narrative:
Full reporter's email: (B)(6): the procedure was ended early, so the system was not allowed to reach the set targets as planned. The customer stated the post procedure hemoglobin s (hgbs) was higher than expected and they would need to bring back the patient sooner than expected for another rbcx. The patient's pre hgbs was 42.7 and post was 36.6. The customer stated that they like having the hgbs below 30. The run data file was analyzed for this event. Signals in the run data file showed that the spectra optia system operated as intended. The return line air detector (rlad) is in the return pump housing, so it wouldn¿t have seen air in the blood warmer tubing as it¿s downstream of the sensor. There were no rlad alarms during this run. As far as the higher-than-expected hgbs,the run was ended early and there was some blood in the discarded blood warmer tubing. Both of these things likely contributed to the patient¿s post procedure hgbs not being lowered as much as was targeted. When connecting blood warmer tubing set to the return line, the luer connection should be no higher than 20 inches (50 cm) above the return access to prevent the possibility of air entering the tubing. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported finding large air bubbles in the blood warmer tubing, during a red blood cell exchange (rbcx) procedure. The air was seen in the access line going to the cassette,coming out of the centrifuge and in the blood warmer tubing. The air was not seen around the tubing in the return pump or in the return tubing below the cassette and attached to the blood warmer. Per the customer, the patient's bed had been lowered so she could use the restroom, but was not elevated back up when she returned. Terumo bct customer service suggested to the operator to re-elevate the bed. The operator also aseptically replaced and primed another blood warmer tubing set and continued the procedure. The procedure was ended early, so the system was not allowed to reach the set targets as planned. The customer stated the post procedure hemoglobin s (hgbs) was higher than expected and they would need to bring back the patient sooner than expected for another rbcx. The patient's pre hgbs was 42.7 and post was 36.6. The customer stated that they like having the hgbs below 30. The patient is stable and at home. The customer decline to provide the patient identifier. The disposable kit is not available for return, because it was discarded by the customer. A photograph of the blood warmer tubing was provided.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a review of the device history record for this lot showed no irregularities during manufacturing that would have contributed to the air in the blood warmer tubing issue. The customer provided a photo of the air found in the blood warmer tubing. Calculating a conservative air volume from the photo provides an air volume of 0.0322 cubic inches of air, or 0.528ml. The patient had a weight of (B)(6) kg. This calculates to an air infusion maximum of0.023 ml/kg, which is an amount that would be excreted by the lungs if it were infused. However, no air was infused to this patient. Air drawn into the system would have been detected in the centrifuge and relocated to the reservoir. Per the run data file, the customer successfully paused the pumps and ended the procedure upon seeing air in the blood warmer lines. Root cause: the analysis of the run data file did not find any conclusive cause for the air in the blood warmer tubing line reported for this collection. At approximately 5 hours into the procedure the customer chose to end the procedure due to the air seen in the blood warmer tubing. The run data file indicated that the spectra optia system operated as intended. Possible causes for air entering the set include but are not limited to: poor blood warmer luer connection; operator did not fully connect the blood warmer luer connection. Disposable luer defect did not allow full connection between return line and blood warmer. The blood warmer luer connection being higher than 20 inches above the return access allowing air to enter the tubing.